Manufacturer narrative:
Citation: mylotte d transcarotid transcatheter aortic valve replacement: feasibility and safety. Jacc cardiovasc interv. 2016 mar 14;9(5):472-80. Doi: 10.1016/j.jcin.2015.11.045 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcarotid transcatheter aortic valve replacement. All data were collected from multiple centers between 2009 and 2013. The study population included 96 patients (predominantly female; mean age 79 years), 89 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients procedural, 30-day, and one-year mortality occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: embolization requiring a second valve implant, mean gradient of 6mmhg, moderate paravalvular leak (pvl), atrial fibrillation, new permanent pacemaker implant, myocardial infarction (mi), life-threatening bleeding and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a likely correlation could be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.